Event description:
Revision surgery was performed on (B)(6) 2025 due to disassembly of components in shoulder prosthesis. The extension for humeral body (part number 1352.15.001, lot unknown) disassociated from the humeral body, therefore surgeon replaced it with a new spacer (part number 1352.15.001) and renewed the retentive liner +6mm (part number 1361.50.820) for compatibility reasons, even though no issue was reported on the liner. Surgery has completed as intended. Previous surgery date is unknown, as well as all the previously implanted components. Patient is male, date of birth (B)(6) 1951. The event occurred in the united states.

Manufacturer narrative:
Parts have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained part is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.